Event description:
Customer reports to have been hospitalized on (B)(6), 2015 with blood glucose of over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for ten days and was treated with insulin drip. Customer removed insulin pump some days prior to hospitalization due to malfunction. Customer requested infusion sets to be delivered to hospital. Customer would call back for troubleshooting of insulin pump since telephone battery was dying. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.